Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-18546. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as and unidentified tear). One opening assessed as surgical damage. A piece of missing shell is assessed as inconclusive. .as per the investigation procedure wear abrasion and creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side deflation. The device has been explanted.